Event description:
Event description cpi received information that the rate sense portion of this endotak transvenous defibrillation lead (0064) was capped, due to the rate sense being unacceptable. The shocking portion of the (0064) was left active. A bipolar endocardial lead (0014) was attempted implant, the surgeon wanted a tined fixation lead, so a bipolar endocardial tined lead (0010) was implanted. The surgeon had a difficult time extracting the (0014) lead, on the returned form there was a statement: snagged and unremoveable. The lead has been returned for analysis.